Event description:
A pt presented with diarrhea and symptoms of chemical colitis following a colonoscopy procedure performed with a colonoscope that had been disinfected with cidex activated dialdehyde solution. Pt was hospitalized and treated with antibiotics.